Event description:
It was reported that, during a shoulder arthroscopy procedure using a super turbovac 90 integrated cable wand, the black sleeve insulation located around the shaft of the device was flaking and peeling off. Attempts to determine if debris was left inside the pt were unsuccessful. No pt complications were reported as a result of this event.

Manufacturer narrative:
The pt's age and gender have been requested but are unk.